Manufacturer narrative:
The customer reported that the unit failed to power up on ac power. The hospital biomed ordered an ac power supply which resolved the reported issue. As of (B) (6) 2010 there have been no further calls from this customer regarding this failure.

Event description:
The customer reported that the unit failed to power up on ac power.